Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard filter was deployed below the lowest renal vein for a patient with deep venous thrombosis and pulmonary embolism. Post deployment inferior vena cavogram revealed good placement of inferior vena cava filter with minimal tilt and there was no extravasation. Approximately, eight years and seven months post -deployment, computed tomography of abdomen was performed for unspecified injury of inferior vena cava and right-side abdominal pain. The study showed that there was an inferior vena cava filter present, and the filter was tilted to the right with the apex contacting the lateral wall with no fracture or stress. The study also showed that there was extension of the struts through the posterior and left lateral wall of the inferior vena cava without adjacent organ involvement. The apex of the inferior vena cava filter was located approximately 1.2 cm below the left renal vein. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and positioning issue of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 06/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter had positioning failure and struts perforated into organs and the patient experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.